Manufacturer narrative:
It was reported that the patient underwent a gynecological on (B)(6) 2011 and mesh was implanted.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent excision of vaginal mesh and release of bilateral proximal mesh arm straps with cystoscopy on 10/07/11 due to post-colporrhaphy vaginal pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced infection, urinary/bowel problems, fistulae, recurrence, dyspareunia and trouble ambulating for 1 year post surgery. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.